Manufacturer narrative:
A ge service rep performed an on site investigation. The sata cable and power cable were evaluated and reseated. The system was tested and found to be working as intended and returned back to service.

Event description:
The customer reported that the system was not saving pt images. There is no report of injury or death associated with this event.